Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted high, out of range impedance measurements during the implant procedure. As all other measurements were appropriate, the rv lead remains implanted. The lead safety switch was programmed off and the patient will be followed appropriately. No adverse patient effects were reported.